Event description:
It was reported that during a lap cholecystectomy procedure. Surgeon was clipping and looked down and there was a piece of metal in the patient. Retreived metal piece. Device did not work anymore. This was the last clip to be fired. Another same like device was used to complete the procedure. No patient consequence.